Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated. This report is being filed to update the b5 describe event or problem to further clarify the details surrounding the events.

Event description:
It was reported that the pacemaker dependent patient was hospitalized for a revision procedure. The day prior to the procedure, an interrogation of the pacemaker occurred, and they noted pacing inhibition with three seconds of asystole on the telemetry screen. No noise was seen, and all other measurements were within normal limits. Technical services (ts) was consulted as it was thought the asystole was due to the interrogation demanding too much energy. However, the field representative noted that asystole should only occur if the device had entered safety mode. Upon review ts confirmed that this device was part of the field safety notification for high battery impedance and discussed that the programmer interrogation uses more power during the period of initialization of the telemetry session because it needs to create radio wave signal. That requires more current flow for the function and adds burden to the battery. If battery is normal, battery can stand the increment of current. However, if internal battery impedance is high, the increase current decreases battery voltage. The pacemaker was explanted as planned and expected to be returned for analysis. Additional information was received that during two different telemetry attempts the patient experienced up to 20 seconds of asystole due to pacing inhibition. Both interrogations eventually were successful and confirmed that safety mode was not triggered during interrogation. Additional review of the data note that the device may be experiencing the high battery impedance behavior as indicated in the safety advisory, and the interrogations resulted in the battery voltage being pulled low for a long period of time resulting in asystole. However, there may not have been enough resets within the 48-hour time frame to trigger safety mode. Additional request for device return was made as analysis is needed to determine the underlying cause as to why safety mode was not triggered.

Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated. This report is being filed to update the b5 describe event or problem to further clarify the details surrounding the events. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device determined it had undergone resets and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that the pacemaker dependent patient was hospitalized for a revision procedure. The day prior to the procedure, an interrogation of the pacemaker occurred, and they noted pacing inhibition with three seconds of asystole on the telemetry screen. No noise was seen, and all other measurements were within normal limits. Technical services (ts) was consulted as it was thought the asystole was due to the interrogation demanding too much energy. However, the field representative noted that asystole should only occur if the device had entered safety mode. Upon review ts confirmed that this device was part of the field safety notification for high battery impedance and discussed that the programmer interrogation uses more power during the period of initialization of the telemetry session because it needs to create radio wave signal. That requires more current flow for the function and adds burden to the battery. If battery is normal, battery can stand the increment of current. However, if internal battery impedance is high, the increase current decreases battery voltage. The pacemaker was explanted as planned and expected to be returned for analysis. Additional information was received that during two different telemetry attempts the patient experienced up to 20 seconds of asystole due to pacing inhibition. Both interrogations eventually were successful and confirmed that safety mode was not triggered during interrogation. Additional review of the data note that the device may be experiencing the high battery impedance behavior as indicated in the safety advisory, and the interrogations resulted in the battery voltage being pulled low for a long period of time resulting in asystole. However, there may not have been enough resets within the 48-hour time frame to trigger safety mode. Additional request for device return was made as analysis is needed to determine the underlying cause as to why safety mode was not triggered. The information provided indicates this product has been returned for analysis but is currently being held in customs. Upon receipt and analysis of this product, an updated report will be provided. The product has been received for analysis.

Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated.

Event description:
It was reported that the pacemaker dependent patient was hospitalized for a revision procedure. The day prior to the procedure, an interrogation of the pacemaker occurred, and they noted pacing inhibition with three seconds of asystole on the telemetry screen. No noise was seen, and all other measurements were within normal limits. Technical services (ts) was consulted as it was thought the asystole was due to the interrogation demanding too much energy based upon the being part of an advisory population. However, it was thought that asystole would only occur if the device was interrogated when it had entered safety mode. It was noted that this pacemaker had not reached safety mode, thus the asystole was not an expected outcome of interrogation. Upon review ts confirmed that this device was part of the field safety notification for high battery impedance and discussed that the programmer interrogation uses more power during the period of initialization of the telemetry session because it needs to create radio wave signal. That requires more current flow for the function and adds burden to the battery. If battery is normal, battery can stand the increment of current. However, if internal battery impedance is high, the increase current decreases battery voltage. The pacemaker was explanted as planned and expected to be returned for analysis.